Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30-degree endoscope involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly, and noises were heard during testing and confirmed as binding.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the 30-degree plus endoscope for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the system had an engagement error while removing the 30-degree endoscope. The endoscope housing could not be rotated. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the endoscope image was inverted although the endoscope did not rotate. The vision orientation did not change on its own. The endoscope was controlled via touchpad. The endoscope did not move smoothly, and the endoscope base was difficult to rotate. The vision issue did not result in patient injury.